Manufacturer narrative:
Height: 156 cm. Implant: day and month unknown, year 2012. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the valve was blocked. The reporter indicated that a 6 year 11 month post operative valve is blocked. Additional details of the event have not been provided. Associated medwatch: 3004721439-2019-00230.

Manufacturer narrative:
Results the valve was sent to us dry and heavily contaminated. The valve was rated as having the highest risk for our employees. An examination is not possible under these circumstances. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Associated medwatch: 3004721439-2019-00230.